Manufacturer narrative:
The explanted device was returned with the device header separated from the device case. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B) (6) 2007) advisory population. This issue is discussed in the q2 2010 product performance report. The device is undergoing additional analysis related to the header separation observation. This report will be updated when that analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted electively and was replaced with another boston scientific ICD. It was noted that the monitoring voltage was 2.64v. There were no allegations against this device while it was implanted or during the explant procedure.

Manufacturer narrative:
External visual inspection noted the device header has been pulled off the device case. The wires showed evidence of ductile fracture. A review of device memory confirmed that all brady and tachy therapy was available while the device was implanted. Analysis indicated the header separation was induced during the explant procedure.